Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal fentanyl (concentration 500mcg/ml; dose 199.88mcg/day) and bupivacaine (concentration 5mg/ml; dose 1.9988mg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain and radicular pain syndrome (radiculopathies). On 2016-apr-25 the patient reported disabling headache after implant surgery, pain at the implant site, and swelling over the catheter anchor site. Upon examination, there was swelling at the implant site and the patient¿s wound was healing poorly. Clinical diagnosis was headache as a result of reaction to spinal and lumbar puncture, implant site seroma, pump pocket scar, and eschar. On 2016-apr-27 the patient reported disabling bilateral head pain. On (B)(6) 2016 fluoroscopy was performed which revealed a seroma and swelling over the catheter anchor site. An epidural blood patch of the lumbar region and aspiration of the pump site seroma was performed. Another epidural blood patch of the lumbar region was performed on (B)(6) 2016. On (B)(6) 2016 examination revealed eschar development along the suture line. The pump was explanted/replaced and resection of the pump pocket scar and eschar at the pump site was conducted. The event had resulted in an emergency room (ER) visit and an unscheduled clinic or office visit. The event was unlikely related to the device/therapy and related to the implant procedure. Event outcome was resolved without sequelae as of (B)(6) 2016. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.